Event description:
Complainant alleged that during biomed testing the device displayed "status 81" message on power-up. Complainant indicated that there was no patient involvement in the reported malfunction.